Event description:
Customer reported nurse found tpn and uvc line not infusing. Stated that pump powered off on its own. Reporter requests event log review to determine if the pump shut itself off or if the user manually shut it down. Infusion was in progress on pt. Blood sugar was checked as a result of this (value was not known). No treatment was required and no injury to the pt occurred. No additional info was available.

Manufacturer narrative:
Pt's info requested and all available info is included. This report was filed by the MFR. The pump was not returned for investigation. The pc unit and pump event and error logs were analyzed. The customer's complaint of the device powering off on its own was not confirmed. The event log on the pc unit and pump, show the "pause" button was pressed by the user initially during the infusion of tpn followed by the "channel off" button being pressed in 2009. This resulted in the pc unit and pump powering off. The error log recorded no events during the time frame reported by the customer. The root cause of the customer's experience has been identified as a user programming error. The device history record was reviewed at the mfg facility, and it did not show any mfg issues during production build for the involved pump and pc unit. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the suspect infusion pump and pc unit.